Manufacturer narrative:
(B)(4). Batch #: x94110. The following information was requested, but unavailable: did the patient suffer any adverse consequences? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gynecology procedure the lower lid of the teaching forceps is seen open and a metal part is visible inside the cavity. An x-ray was taken and a diagnostic laparoscopy was done to confirm that the remains of the damaged clamp had been completely removed. The cavity was then closed.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2022. D4 batch #: v96e1u. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c35a device was received with the electrode, ceramic detached from the jaw and the piece was returned. Additionally, no damage to the top jaw was observed. Upon visual inspection under magnification, it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three times. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. There is insufficient evidence related to what caused the damage to the device.